Manufacturer narrative:
One (1) 000150 marked spring tip guidewires has been returned to the conmed quality assurance laboratory for evaluation regarding a complaint of "kinking more easily and they are going through them at a faster rate." The device was examined in the laboratory; a visual inspection noted the wire is bent near the middle of the stainless wire and the spring tip is broke at the soldered proximal portion. The device was found to have normal flexibility with plastic deformation of the wire requiring excessive force. The broken solder windings are an indication of forces beyond the products capability, all marked spring guidewire are 100% load tested for minimum tip/wire tensile strength of 7.0lbf. The complaint is unconfirmed for easily kinking. The damage condition of the returned devices is indicative of excessive usage and/or questionable of user care and handling of these devices. The devices were not manufactured or released with any bent wire or coils. The devices are subjected to the mechanical force of the end user/operator pushing the dilator through a stricture. This will cause the dilators to bend/flex. Also, the devices are gripped by the end user who will also create force on the dilators. The operator/end user of this device must be a trained physician in dilation procedures per the instructions for use (IFU). The IFU states, "warning; since the marked guidewire is a reusable device that is subject to varied use and cleaning environments, the life span of the product cannot be guaranteed." A review of the device history record was not possible as the lot number of the device was not made available by the end-user facility. A 2-year review of the device complaint history showed (B)(4) similar complaints received for "bent" spring tip, including this reported event. (B)(4). It should also be noted, of the (B)(4) similar complaints, there has been only one (1) related to an adverse event in the past two years involving a perforated esophageal. This is a reusable device and the number of surgical uses and the cleaning/sterilization cycles was not provided by the end-user. The lifespan of the device is determined by the end-user and defined in the instructions for use (IFU), which states: "carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The recommended proper cleaning instructions are presented in the IFU. It is important that the user inspect these devices prior to all procedures to ensure they are in good condition. The user is required to assess the useful life of the device. The investigation result did not lead to the conclusion that anything associated with the manufacturing process caused or contributed to this reported incident. The marked spring tip guidewire is a solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilatation systems. To reduce the risk of the spring tip bent and/or breakage, and to reduce patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. Warnings: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death. Carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate.

Manufacturer narrative:
The device has been received by conmed corporation; however, the investigation is only in its beginning stages. A supplemental MDR will be filed on completion of the device evaluation.

Event description:
On (B)(6) 2016, conmed received a complaint for the marked spring tip guidewire, catalog number 000150, where the account feels like the marked spring tip guidewire is made from weaker material than in the past. They say the guidewire is kinking more easily and the account is going through them at a faster rate. On (B)(6) 2016, first examination of the returned device by conmed, it was noticed that the spring tip of the guidewire was bent and kinked. Past complaints involving the marked spring tip guidewire involved bent or kinked spring tips of the device resulting in esophageal perforations. Due to this fact conmed is filing this medwatch due to the potential of the device to cause patient injury. Per the end-user facility the patient was undergoing a dilation procedure with the returned guidewire; however, there was no injury to the patient as a result of the procedure or reported long term adverse effect occurring.